Event description:
Report received of an overdelivery. After a review of the pump history, the customer contact indicated that the event was the result of an error in programming the device. During a liver transplant procedure, the pump was programmed in the dose calculation mode to deliver 250mg of dopamine in 800ml with a calculated rate of 33.9mg/hr instead of the intended 800mg of dopamine in 250ml with a calculated rate of 3.3ml/hr. Five minutes later, the pt's systolic blood pressure rose to an unspecified level and the infusion was stopped. The physician ordered a new container of dopamine to be mixed and administered. The physician questioned if the medication was mixed correctly prior to pt use. The pump then programmed (without the programming error being noted) to deliver 800mg of dopamine in 250ml with a calculated rate of 3.3ml/hr and the surgical procedure continued without further sequelae. The pump was removed from clinical service after the surgical procedure was complete. Though requested, no further info was available.